Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the medication was not showing on patient profile. The customer stated that no delay, but this malfunction occurred while trying to dispense the medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on the patient profile. A technical support specialist confirmed that medication was not stocked in the cabinet. The system functioned as intended after the technical support specialist investigated the device.